Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 3013901. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd pegasus plus¿ closed needle protection IV catheter system leakage occurred. Patient was re-punctured. The following information was provided by the initial reporter, translated from chinese to english: the nurse in charge punctured the patient's venipuncture. After the success, it was found that the liquid in the y-shaped interface hose flowed out automatically, and it could not be used normally. After the explanation, the patient's cooperation was obtained, and the indwelling needle was selected again for the second puncture, which added pain to the patient and decreased satisfaction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd pegasus plus¿ closed needle protection IV catheter system leakage occurred. Patient was re-punctured. The following information was provided by the initial reporter, translated from chinese to english: the nurse in charge punctured the patient's venipuncture. After the success, it was found that the liquid in the y-shaped interface hose flowed out automatically, and it could not be used normally. After the explanation, the patient's cooperation was obtained, and the indwelling needle was selected again for the second puncture, which added pain to the patient and decreased satisfaction.